Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Instrument has a wrong dimension. Inlay trial does not seat on tibia trial.

Manufacturer narrative:
Conclusion and justification status for MDR:the investigation confirmed the reported event. The root cause is product design. CAPA-(B)(4) has been initiated to further investigate and identify corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.